Event description:
It was reported by service report that the head left outer siderail panel was broken with sharp edges, and possible fluid ingress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail was broken with sharp edges and potential for fluid ingress.